Event description:
A pt in (B)(6) was undergoing crrt for approx 4 weeks. During the course of therapy the pt experienced blood loss when the extracorporeal circuit clotted and blood was not returned to the pt. Gambro has received limited info related to the pt's condition. The physician reported that the pt has bleeding issues and had been receiving blood transfusion for his underlying medical condition. The prismaflex control unit was not inspected following these events as the clinic did not suspect that the prismaflex control unit failed. According to the clinical info, the pt has been discharged from the intensive care unit and has moved to a chronic dialysis centre.

Manufacturer narrative:
The prismaflex control unit was not inspected by a service tech after the reported event(s). The treatment data card from the prismaflex control unit have been analyzed. Based on these, there is no indication that the prismaflex control unit failed in the reported event(s). The prismaflex control unit with sw 6.10 involved in this event does not have 510(k) clearance but is similar to prismaflex control unit sw 5.10 (510(k) clearance k110823).